Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was stuck on system configuration and credentials update screen and remote service offline.the customer tried to reboot the station, but the issue was not resolved.the customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was stuck on system configuration. A field service engineer remotely accessed the system using remote access software and resolved the customer¿s login issue. Although it took approximately 4¿5 minutes for remote support service (rss) to connect, the application was successfully functioning on pas 1.11 and the system was confirmed ready for customer use. The system functioned as intended after the field service engineer troubleshot the device.